Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The architect system software versions for c8000 and c16000 using the robotic sample handler (rsh) can incorrectly associate test results when an rsh stop occurs during a specific sample processing window. For example, sample 1 shows the results from sample 2. Investigation of the issue discovered a timing-dependent defect that existed since the launch of the c8000, where the stop condition does not cancel the sample-arrival message that was to be sent to the clinical chemistry module. This condition causes the module to receive an erroneous sample arrival for tests/samples that were previously deleted when the rhs notified the c8000. Four conditions were identified that lead to a stop of the rsh when the sample is presented to the chemistry module for aspiration : removal of a tray from a routine bay while the access indicator is amber (operator not following labeling). Opening an rsh cover while the rsh is in the running state (operator not following labeling). User requesting stop either on the rsh keypad or from the snap shot screen. A non-recoverable hardware failure of an rsh mechanism (not operator related).